Manufacturer narrative:
The customer reported that the surgeon had to keep going back and forth from fluid to air. A staff member stated suction was not working and made a funny noise. Another nurse stated the surgeon noted this malfunction caused a choroidal in the patient eye. The facility head nurse stated they are not really sure what had happened, but the vacuum made a funny noise and the fluid air exchange (fax) was not working right. The facility is thinking this may be a footswitch issue. A completed questionnaire was received from the head nurse. The patient was a (B)(6) year old male. The event date was (B)(6) 2015. The outcome of the event was noted as unknown. The patient was not hospitalized. No medications or therapies were in use at the time of the event. No unplanned medical intervention was required. No unplanned surgical intervention was required. The surgeon not an ¿air lock¿ occurred and may have caused or contributed to the event. The pre-existing ocular conditions and relevant medical history was noted as unknown. Choroidal detachment has been reported to be related to hypotony and intraocular pressure (iop) fluctuation. In a study that looked at risk factors and outcomes in suprachoroidal hemorrhage (sch) during pars plana vitrectomy (ppv), significant risk factors for the development of sch during ppv included high myopia history of retinal detachment (rd) surgery, rhegmatogenous retinal detachment (rd), use of cryotherapy, scleral buckling at the time of ppv, external drainage of the sub-retinal fluid, and intraoperative systemic hypertension. Other intraoperative factors that can influence the likelihood of choroidal hemorrhage leading to detachment may include sudden rise in blood pressure, a positive valsalva maneuver such as coughing, straining, and squeezing of the lids by the patient, a tight lid speculum causing pressure on the globe, or vitreous loss during surgery. Under normal conditions, intraocular pressure pushes choroidal blood into the vortex veins. However, when there is a sudden decrease in iop, the blood coming from the anterior and posterior ciliary arteries cannot pass through the veins, causing blood to accumulate in the suprachoroidal space. The physiologic 1 to 3 mmhg pressure difference between the suprachoroidal and intraocular areas usually keeps blood from accumulating in the suprachoroidal space. When the globe is open, however, the pressure difference between the two areas decreases sharply. This may cause the vessels to rupture, allowing blood to escape and allowing the choroid to separate from the scleral wall. Several risk factors such as elevated intraocular pressure (iop), glaucoma, low sclera rigidity, high myopia, generalized atherosclerosis, hypertension, peripheral vascular diseases, liver disease, age, and increased axial length have been identified as potential contributors. Although suprachoroidal hemorrhages are associated with hypotony and intraoperative iop fluctuations, in this case, major contributors to this event are unknown. As stated in the system operators manual: ¿the closed loop system that adjusts iop cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, remove the infusion line.¿ the system was examined and the reported event was not replicated. The touch panel and footswitch cable were replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 16, 2012. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a vitreoretinal procedure the suction was making a funny noise and the surgeon had to keep going back and forth from fluid to air to keep going. The patient experienced a choroidal hemorrhage. A completed questionnaire was received, the patient did not have to undergo a second procedure.